Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified internal carotid artery. A 5.0 x 40, 135cm mustang balloon catheter was advanced for dilation. The balloon was initially inflated at 10 atmospheres for 30 seconds; however, on the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured vertically. The procedure was completed with a different device. There were no patient complications nor injuries reported.